Event description:
When removing the round drain from the surgical site, the nurse felt resistance. Bulb was inflated and deflated, but still met resistance. Nurse attempted again to remove and felt the tube on the device snap. The distal tip, approx 3 cm, was retained in the pt's knee. Surgical removal was necessary, increasing the pt's length of stay. Reason for use: drain for surgical site.